Manufacturer narrative:
The field service engineer found a bad wash of the reaction cells and a cracked suction pipe. After corrective maintenance, calibration and controls were processed, obtaining acceptable results. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an na value of 156 mmol/l, which repeated as 141 mmol/l. The second sample initially resulted with an na value of 160 mmol/l, which repeated as 142 mmol/l. The na electrode lot number and expiration date were requested, but not provided.